Event description:
Per the clinic, the patient experienced swelling and infection subsequent to experiencing an impact at the implant site (specific date not reported). The patient was treated with antibiotics (specific dosage and duration not reported), however the issue could not be resolved and the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 7, 2014.

Manufacturer narrative:
This report is filed october 31, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.